Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm was returned for investigation. Visual inspection of the as returned product identified that the collar of the implant had fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of event: date of this report. Device expiration. UDI is n/a. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and was removed.